Event description:
Nav 6 - device issue: proximal migration of the filter. Time of device issue: during the procedure. Adverse event: none. It was reported that during a carotid artery stenting procedure, in a moderately tortuous vessel, after deployment of the nav 6 emboshield embolic protection device (epd) and during advancement of the rx acculink stent delivery system (sds), the epd may have migrated slightly proximally. During stent deployment, the proximal tip of the sds "married" with the epd. The stent was deployed successfully and no resistance was felt when removing the sds. A second, planned stent was implanted and during post-stent dilatation, the tip of the first sds was seen under fluoroscopy. The sds was then examined and it was noticed that the tip was missing. The epd was recovered without issue, with the distal tip of the sds captured inside. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The rx acculink (part# 1011338-40, lot# 0010551) indicated is being filed under a separate medwatch report. The device was received. Investigation is not complete.